Event description:
It was reported that before use, there was no battery back up in the sys98 intra-aortic balloon pump. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm investigated the reported issue and found that the unit needs a replacement of batteries. The defective batteries were removed and replaced with new ones. Subsequently, the assistant manger reported that the iabp was working satisfactorily and the problem was resolved.

Event description:
It was reported that before use, there was no battery back up in the sys98 intra-aortic balloon pump. There was no patient involvement, and no adverse event reported.